Manufacturer narrative:
(B)(4).

Event description:
The hcp was able to aspirate the reservoir, but unable to fill it completely. The hcp was only able to fill the pump with 35 ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.